Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous vein. A 5.5-4/4t/40 symmetry balloon catheter was advanced for pre-dilatation. However, on the second dilation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.